Manufacturer narrative:
(B)(4). Batch # 377a77. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45b reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the stapler was loaded with a gst45b reload and fired across tissue. Stapler/reload transected and formed staple line satisfactory to surgeon. However, after firing the stapler, the device ¿locked out¿ before returning all the way back into the gun and the manual override had to be used to remove the device from the patient. Correct reload was used and stapler didn¿t seem defective when reviewing it. The patient died over the weekend due to an unrelated issue. No additional details are available at this time but the sales rep is following up with the surgeon to obtain more information pertaining to the patient¿s death.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. Additional information received: doctor confirmed that there was no patient death attributable to any stapling misfires/malfunctions. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. B1 h1: not reportable.